Event description:
As the respiratory therapist was cleaning the infant ventilator circuit the 15mm pivoting wye section popped off the end of the circuit. The respiratory care practitioner (rcp) attempted to snap the rotating wye piece back on to the end of the circuit and noted that the piece would not firmly attach after the rcp heard the piece snap into place. The rcp had to listen for two distinct snap sounds before the piece would firmly secure onto the circuit. The user was concerned that subsequent users may not be aware of listening for two snaps to insure that the 15mm wye would stay secured onto the circuit. Biomedical confirmed placement issue and notified manufacturer of problem.======================manufacturer response for evaqua infant ventilator circuit (per site reporter).======================informed to return device to them for evaluation.